Manufacturer narrative:
Investigation/conclusion: an improper technique was identified in the complaint. This cannot be ruled out as a cause for the unexpected results. The customer was unable to provide a lot number since the patient's mother discarded the packaging. Since the product(s) associated with the complaint was not returned and a lot number was not provided, manufacturing record review could not be performed and further investigation was not possible.

Event description:
The caller alleged a variance between two (2) inratio inr results. Results are as follows:date inratio inr (B)(6) 2015 5.2 and 1.9 therapeutic range: 2.5 - 3.0.the time between testing was five (5) minutes. Reportedly, improper technique was performed by using one finger stick for both tests. There was no reported adverse patient sequela. There was no additional information provided.